Event description:
It was reported that an edwards' mitral bioprosthesis was explanted at implant due to moderate to severe intraprosthetic mitral regurgitation. Also received user facility report # (B)(4). Operative report indicates, " the [subject] prosthesis was then implanted using the above the annulus pledgettes without difficulty...cardiopulmonary bypass was weaned off and an echo demonstrated moderate to severe intraprosthetic mitral regurgitation...the patient was then restarted on cardiopulmonary bypass...the left atriotomy was re-opened and the mitral valve was identified. There was one leaflet of the prosthetic valve that appeared to be hypomobile. There was no evidence of technical issues from the implant. The prosthetic valve was then removed and it was sent to pathology".

Manufacturer narrative:
(B)(4) = hypomobile leaflet. Device evaluation: device evaluation in process. Evaluation: method = evaluation anticipated, not yet completed. Conclusion #68 other = evaluation anticipated, not yet completed. Additional manufacturer narrative: the device history record review has been completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation results as well as edwards' conclusions regarding this event will be reported once completed.